Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2021-00053 referring to the same reporter. This spontaneous report was received from a us healthcare professional and concerns an adult female patient (35 - 45 years old). She was injected with radiesse(+)®. After the radiesse(+)® injection, the patient experienced a possible occlusion or a hematoma. Her capillary refill was slow. The outcome of the events was unknown. Follow-up information was received on 07-mar-2021: the linking sentence was added. This case was upgraded to serious. The event verbatim was changed from possible occlusion to vascular occlusion. The coding remained unchanged. The event hematoma was deleted. The reporter confirmed that she recently had vascular occlusion with radiesse(+)®. As reported, this filler was not completely dissolvable and the only thing that saved her was a hyperbaric chamber. The patient was still in the process of healing. Due to the provided information, the outcome of the event vascular occlusion was considered as and changed from unknown to resolving.